Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: procedure: prior to use on a patient, the jaws did not open and remained close when loaded to idrive handle. Another device was used. No patient harm. Patient age, gender and weight: not provided. Operating time extended: less than 30 min.